Event description:
A (B)(6) female patient¿s husband contacted zoll customer support to report that the patient¿s monitor was displaying a service code 205. The patient was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (won¿t power up) has been confirmed. As received, the monitor would not power on. The cause of the monitor not powering on was a flash memory failure (components u102 and u105) on c/a board (B)(4). The flash memory had an intermittent bga connection at pin a25. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. (B)(4). Results will be monitored. No adverse event resulted from the defective monitor. The patient received a replacement monitor.